Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of an aneurysm to treat a type ii endoleak, the embolization coil would not advance and then detached partially in the aneurysm. The coil was successfully snared from the aneurysm. There was no reported patient injury.

Manufacturer narrative:
H11: corrected data.